Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with complaint of palpitations. Evaluation showed presenting rhythm was atrial flutter and a report of possible loss of pacing capture on the patient's right ventricular (rv) lead with the magnet applied. Reference was also made to recently elevated rv lead pacing thresholds. Recommendation was for patient to see cardiologist. Patient seen in clinic about one week later and evaluation found the rv lead functioning as expected. No changes were made and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.